Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Issue occurred before contact with support and resolved on its own, as pump began charging without change to charging supplies, and no shutdown or inability to turn pump back on was reported, so no further assistance was required.